Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (2gm, intraperitoneal, frequency and duration were not reported), gentamycin injection (20mg, intraperitoneal, frequency and duration were not reported) and was given an additional unspecified medication for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information was received that the patient experienced peritonitis which was manifested by cloudy fluid. The same day as the event onset, the patient was hospitalized for the event. Twenty-nine days after event onset, pd therapy was discontinued. Thirty-two days after event onset, the patient was discharged from the hospital. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). On an unreported date, antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.